Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed recorded episodes of inappropriate automatic mode switch exhibited by the implantable cardioverter defibrillator. The episodes were attributed to far r over-sensing. No interventions were made. The patient was stable.